Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 293mg/dl. A manual injection was administered and a correction bolus was delivered to address the bg levels. For the current occlusion alarms, the customer attempted to resolve them by changing their infusion set tubing and their site multiple times. A system check was performed and the pump performed as intended. The customer declined to remove the infusion set site and stated that they would change their cartridge as the cartridge had been in use for 3 days. The customer stated that at times they use their cartridge for more than 3 days. Tandem technical support advised the customer to only use the cartridges for 3 days to stay within labeling of novolog insulin.